Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 14x5mm amplatzer valvular plug 3 and a 10mm amplatzer vascular plug 2 were implanted into a patient to close an aortic paravalvular leak. The device was sized using transthoracic echocardiogram (tte). During the procedure, after implantation, it was noted that there was a mild residual leak. It was decided to implant a third device. Upon advancement of the 6f delivery sheath, both the amplatzer valvular plug 3 and amplatzer vascular plug 2 embolized into the iliac artery. The devices were snared and removed from patient anatomy. A new 14x5mm amplatzer valvular plug 3 and a 12mm amplatzer vascular plug 2 were successfully implanted to complete the procedure. The patient is reported to be stable. It is believed that the device embolized due to the sheath advancement of the third device. The patient remained hemodynamically stable throughout the procedure. There was a clinically significant delay in procedure due to device retrieval, and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of residual shunt and device embolism was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the device embolism was related to the sheath advancement beside the implanted device during the implant procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical study patient ID - (B)(6). It was reported that on (B)(6) 2022, a 14x5mm amplatzer valvular plug 3 and a 10mm amplatzer vascular plug 2 were implanted into a patient to close an aortic paravalvular leak. The devices were sized using transthoracic echocardiogram (tte). During the procedure, after implantation, it was noted that there was a mild residual leak. It was decided to implant a third device. Upon advancement of the 6f delivery sheath, both the amplatzer valvular plug 3 and amplatzer vascular plug 2 embolized into the iliac artery. The devices were snared and removed from patient anatomy. A new 14x5mm amplatzer valvular plug 3 and a 12mm amplatzer vascular plug 2 were successfully implanted to complete the procedure. It is believed that the device embolized due to the sheath advancement of the third device. The patient remained hemodynamically stable throughout the procedure. There was a clinically significant delay in procedure due to device retrieval. The patient was reported to be stable.